Event description:
It was reported that the pt had an MRI following a recent pump replacement and a granuloma was noted. In 2009, a catheter revision was performed due to the inflammatory mass. The pt was reported to be "doing well". The replaced and current pumps both contained compounded morphine 15.5 mg/ml with bupivicaine.